Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped due to noise and low pacing lead impedance. There were no adverse consequences for the patient and monitoring will continue.